Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It has been reported that one syringe integra 3ml ll w/ndl 25x5/8 rb has been found with the needle pulling out of the hub during use. The following has been provided by the initial reporter: material no.: 305269. Batch.: unknown. It was reported that the end user while injecting on his leg muscle had the syringe separate from the whole needle with the plastic tip being stuck inside his muscle. Per email: while injecting on my leg muscle the syringe separated and the whole needle with the plastic tip is inside my muscle. I have the syringe (no needle) and packing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one syringe integra 3ml ll w/ndl 25x5/8 rb has been found with the needle pulling out of the hub during use. The following has been provided by the initial reporter: material no.: 305269, batch.: unknown. It was reported that the end user while injecting on his leg muscle had the syringe separate from the whole needle with the plastic tip being stuck inside his muscle. Per email: while injecting on my leg muscle the syringe separated and the whole needle with the plastic tip is inside my muscle. I have the syringe (no needle) and packing.